Manufacturer narrative:
The device was requested for evaluation but was not received until now.

Event description:
It was reported that after more than one case using this vaporizers, the staff reported that the patients were slower than expected in waking up. The staff reportedly suspected that the vaporizer may have overdelivered agent although no alarms were reported during the cases in question.